Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-31018, 1627487-2020-31019. It was reported the ipg was inoperable following a surgery in which the leads had been explanted a few months earlier, at an unknown date, during a back surgery. The ipg was not put into surgery mode. The ipg was explanted and replaced on (B)(6) 2020 and the leads were also replaced on (B)(6) 2020. Therapy was restored.